Manufacturer narrative:
There are no reports of any system or component failure and it is unknown if the patient had experienced any external trauma or other factors that may have contributed to the erosion of the implant through the skin. The firm is unaware of any lab testing to confirm the presence or type of infection. Source of the infection is unable to be determined with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the infraclavicular area and the implanted leads targeted the axillary and suprascapular nerves. In (B)(6) 2024 the firm was notified that the patient had complained of pain or discomfort at the pocket site and was discovered to have the ipg eroded through the skin at that location. On (B)(6) 2024 a surgical procedure was performed in which a new ipg was placed in the posterior shoulder area to replace the ipg that was exposed (see MDR 3015425075-2024-00461). After the revision the patient showed signs of infection at the implant site. Antibiotics were administered and unsuccessful in resolving the infection. A full system explant was performed on (B)(6) 2024 due to the persistent / recurring infection.1).